Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited p-wave oversensing on the right ventricular (rv) lead. It was also noted that pacing inhibition and intermittent loss of capture occurred. The patient experienced less than 2 seconds of asystole. This rv lead was explanted and replaced. No additional adverse patient effects were reported.